Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy case, the physician found a small plastic piece from a 5mm port that had broken off inside the patient. The plastic piece was recovered and the port was removed from the patient. There was no patient injury.